Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter leak. It was reported that during prep of the steerable guide catheter (sgc), air bubbles were seen in the device. The sgc was not used, a new sgc was prepped without issue. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for the reported leak in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.